Event description:
It was reported that during service, the core universal driver ran in safe mode. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the following parts were worn: reverse trigger, safety bar and geartrain. The potted trigger and the motor were corroded.